Event description:
It was reported that the customer was unable to clear the low reservoir alarm, due to buttons being unresponsive. Customer's blood glucose level at the time 4.2mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected low reservoir alert was noted during testing. The displacement test could not be performed due to the unresponsive keypad. The act and escape buttons were unresponsive due to an unlocked keypad connector noted on the display board during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.